Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. Manufacture has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two systems. This report is for ipg associated with thoracic system. It was reported the patient experienced pain at the ipg site. Also the patient has lost weight and the ipg was superficial. As a result the patient underwent surgical intervention on (B)(6) 2017 wherein the ipg was relocated which resolved the issue.